Manufacturer narrative:
Additional information was received that the early lead pull was not done due to the drainage at the trial insertion site.

Event description:
A report was received that the patient had a dime size amount of drainage at the trial leads insertion site and the physician performed a lead pull. It was noted that there was no infection and antibiotics were prescribed as a precaution. The patient was reportedly doing well.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2218-50e, serial #: (B)(4), description: trial linear st lead, 50cm.

Event description:
A report was received that the patient had a dime size amount of drainage at the trial leads insertion site and the physician performed a lead pull. It was noted that there was no infection and antibiotics were prescribed as a precaution. The patient was reportedly doing well.